Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 109 mg/dl.